Manufacturer narrative:
According to the description of the event, a femoral impactor broke during regular use. The product in concern has not been provided for investigation. However a picture of the product was provided with which a limited optical examination can be performed. It can be seen that the positioner of the impactor is split into two pieces. It is known that the issue occured during use/intraoperatively. The surgery was successfully finished by using an alternative instrument. This event did not cause any impacts on patients, users or third parties. The manufacturing documents and the material certificates of the impactor were checked. These did not reveal any errors. The surgical technique and instructions for use were checked and showed no deviations. Based on the available information, no failure in design or during manufacturing of the product could be determined .it can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the positioner of the impactor. According to the lot-number, the product was manufactured in august 2011 an therefore in use for almost 15 years. It is possible that the broken positioner of the impactor might have been weakened by numerous sterilization cycles and impactions,before ultimately breaking involving a significant impact force and high mechanical stress during the event. The event was assigned to the error pattern "break of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: " femoral impactor (short) split in two pieces while inserting femoral implant onto patient (possible hairline crack / wear and tear from sterilisation turnover / temperature - not visible prior to use). No impact to patient, surgeon satisfied and proceeded with alternative instrument to complete implantation. " note: it is known that the issue occurred intraoperatively. However, according to the available information, this issue had neither a health impact on the patient nor an extension of the surgery time as consequence. Another product was used to finish the surgery.